Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not switching on. Customer reported there was no patient involvement.

Manufacturer narrative:
Through follow-ups, key market (km) indicated that the reported problem was unconfirmed. The manufacturer's field service engineer (fse) was dispatched to the site and observed the ventilator is in good working condition. The unit is being used on a patient and all the setting modes are working properly. The fse returned the unit back to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no failures were identified.